Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field(s): b5, h6: component code and h6: medical device problem code new information added to the following fields: d8 and h6. Olympus was informed that during an onsite visit, the user facility staff did not immerse the scope in high level disinfectant. No patient infections or injuries reported. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Based on the results of the investigation, it is likely that the following led to the malfunction: the legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where obvious deviations from instructions for use (IFU) were identified; the client does not immerse the scope in high level disinfectant a device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a reprocessing in-service it was found that the customer did not immerse the cyf-vh scope in high level disinfectant. There were no reports of patient involvement or harm.

Manufacturer narrative:
Olympus recommended to send in scopes for repair and not to use for any patient cases until repairs are done. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a reprocessing in-service it was found that the customer had not performed a leakage test on the equipment. When training staff on how to leak test the cyf-vh, leaks were found in all the scopes at the video connector. Previously, the client did not immerse the scope in high level disinfectant just the insertion tube in a tube filled with hld. There were no reports of patient involvement or harm.